Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a "zapping" sensation at the neurostimulator implant site and the area of the wires following a fall on her lower back. She noted that the device was not working and was in the emergency room for a shoulder injury. Additional info was requested to obtain further device issues, interventions, and pt outcome.